Event description:
IV pump malfunction. From 5am-6pm, patient did not receive fentanyl drip and pump did not alarm. This happened in the ICU. Clinical engineering interrogated the pump and could not find an explanation. No alarms in the log. Pump sent to baxter for further evaluation.